Event description:
Patient experienced immediate, intense pain after sustaining a fall and landing directly on the right shoulder. Patient was taken to the operating room and it was noted the rib-to-spine device had dislodged proximally. This was revised and the veptr was lengthened at the same time.

Manufacturer narrative:
This information was not provided on completed questionnaire received. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.